Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. During the lead revision procedure, it was observed that the lead insulation was damaged. The lead insulation damage was confirmed visually during procedure. The lead was covered with two suture sleeves over the damaged insulation and remained implanted after the reoperation on (B)(6) 2026. The patient was in stable condition.